Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy procedure, the device able to perform clamp test but unable to fire. Since there was a possibility that the handle was defective, the second new handle was attached. The first reload was attached, but it was unable to fire. Then the cartridge was replaced, finally duodenum resection was able to be performed. After that, at stomach resection, the first reload was used, but unable to fire, a second same kind reload was attached and it was used without problem. Another handle and reload was used to complete the case. There was no patient injury.